Manufacturer narrative:
Records indicate the device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient expired due to an unrelated cause.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. It was also reported that this cardiac resynchronization therapy defibrillator (crt-d) was undersensing with the right ventricular (rv) lead. However, appropriate therapy delivery appears to be occurring with no issues. Device replacement was recommended. The patient was reportedly sick, having ventricular fibrillation arrest once a day and was getting at least one shock. Thus it was decided to delay a replacement surgery, until the patient was stabilized. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.